Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experiencing high blood glucose (bg) levels (400 mg/dl). The customer has reported that more recently the bg rose from 81 to 188 mg/dl without any specific cause. A bolus via the pump and insulin injections were used to lower the bg level. The customer was not sure what caused the high bg and was in contact with a healthcare provider (hcp). The hcp thought that an unknown low bg may have lead to a high bg; however, the customer was not aware of any low bg and was thinking the hcp suggested the low as a possible explanation.